Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
UDI: (B)(4). The device was returned for evaluation. The position of the cam when valve was received was 30mmh2o. The valve was visually inspected: needle holes over the needle guard, and small cut/tear in silicone housing on the side of the valve casing. The valve was hydrated. The valve was tested for programming; the valve passed the test. The valve was flushed; the valve passed the test no occlusion was noted. The valve was leak tested. It leaked from the needle holes over the needle guard and from the small cut/tear in the silicone housing. The valve was reflux tested; the valve failed due to the cut/tear in the silicone housing. The valve was dried. The valve was then pressure tested; the valve passed the test. A review of manufacturing records found that the device conformed to specification when released to stock. The root cause for the cut/tear in the silicone housing is probably due to a sharp or pointed object coming into contact with the silicone. Based on the results of the investigation, the reported issue was not confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon receipt of the device or additional relevant information, a follow-up report will be submitted.

Event description:
T was reported that a hakim valve was implanted. The doi and the initial setting was unknown. Then the surgeon has had trouble changing the setting. The valve was flushed again, however, the situation did not improve. The valve obstruction was suspected. Therefore a revision surgery was performed. Sg part of the valve has been damaged during making several punctures. This damage was confirmed during celiotomy and has developed to sg part separation. The patient is recovering. No further information was provided by the hospital. The product will be returned to your site.

Manufacturer narrative:
Complaint sample was not returned to codman and no product or lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause (s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.